Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular lead was damaged. Overcurrent detection was also noted due to damage on the lead. No intervention was performed. There were no patient consequences.